Event description:
I am writing in regards to clearblue easy +/- home pregnancy tests. They claim 99% accuracy. I believe that their claim is wrong and misleading and their product gives erroneous results. A day after my expected period and after months of trying to get pregnant with my third child, I used their test. The test showed a positive result. Needless to say I was elated! Well I took other pregnancy tests that day and all were negative. I started my period this morning. I was curious to see if that test was an anomaly or not, so this morning I took another clearblue easy test along with a first response and dollar tree test. Dates of use: 2009. Diagnosis or reason for use: to test pregnancy.